Manufacturer narrative:
.

Event description:
It was reported that the st holster started vibrating wildly while sampling the patient's breast. The customer tried a second probe, made sure the cabling wasn't braided on itself and encountered the same issue. The customer managed to get through the case by holding the blue cable connector tightly into the blue connector port on the control module. It was noticed the dc motor adapter on the blue port of the control module has a hairline crack in it. No error codes occurred.